Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the audio bolus button was intermittently not activating desired pump functions for the past month. She says it is increasing in occurrences. She states she has to press keypad buttons several times to activate desired responses. The buttons reportedly feel normal and do not stick. The buttons spring back normally. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the bolus button cover is partially detached from the pump, and the bolus button contact is misaligned. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. There was evidence of contamination found under the down arrow and contrast key contacts.